Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# v941616, implanted: (B)(6) 2012, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 74001, lot# n280331, implanted: (B)(6) 2014, product type: adapter. (B)(4).

Event description:
Additional information received reported that the patient was recharging without difficulty. It was noted that nothing was explanted to return.

Event description:
Additional information received reported that the pocket was more than 2cm deep. It was noted that the pocket was revised and the patient was charging successfully. There was no device explanted.

Event description:
It was reported that there was a coupling problem. The patient stated that they normally wore the recharger belt and had tried sitting, laying and standing but continued to get mostly zero coupling bars. The patient noted that they had tried adjusting the antenna dial but the most bars the patient could occasionally acquire were two to three. It was noted that the patient had the issue since they got the implantable neurostimulator (ins) on (B)(6) 2014. The patient stated that they could feel the ins and there was ¿some¿ swelling apparent. The patient also noted that they sometimes had trouble getting the programmer to ¿catch¿ as well. The patient noted that they had an appointment with the healthcare professional (hcp) on (B)(6) 2014 and the patient was told to call the manufacturer. The patient stated from (B)(6) 2014, they were able to charge the ins from 0% to 50%. The patient stated that they had another appointment with the hcp on (B)(6) 2014. The patient used the antenna locate and on the first try was able to see six boxes full. It was reviewed with the patient that swelling and placement can sometimes affect coupling and communication. The patient was redirected to the hcp. It was later reported that the patient was not able to maintain coupling bars when charging. It was noted that they would see six to eight bars but they would quickly go to 0 bars within the first five minutes of charging. It was noted that the manufacturer representative was notified (B)(6) 2014 from the clinic regarding patient¿s issues with recharging. The manufacturer representative spoke to the patient prior to calling technical services on (B)(6) 2014. The patient told the manufacturer representative that they rarely saw the six or eight bars. The patient was seen by the physician¿s assistant (pa) at the clinic. The manufacturer representative noted that the clinic was very self-sufficient and well trained with therapy. The pa assisted the patient with the recharger at office. This is what they did: the patient¿s recharger was used and they would see six to eight bars but when it ¿clicked¿ then it would go to zero bars. It was noted that a different recharger was used and it did the same thing; six to eight bars to zero bars. It was noted that there was no swelling or seroma present. The implantable neurostimulator (ins) did not feel too deep and the pa was typically in the operating room during placement of the ins. It was noted that impedance was normal per manufacturer representative based on text from pa. It was noted that the manufacturer representative was driving and could not access the values provided. Per the manufacturer representative, the patient stated that it was not holding coupling bars. It was noted that the belt was tried but it still slid out of position ¿sometimes.¿ it was noted that they suggested using spandex pants which had not solved the issue either. The patient had tried turning the dial as well which did not improve coupling or maintaining coupling. The manufacturer representative inquired if the patient had trouble with keloid scarring. It was noted that the patient had an issue with interval (body cavity) scarring. The patient told the manufacturer representative that an x-ray was taken at the appointment but the pa did not say anything to the manufacturer representative. It was noted that sticky patches were ordered for the patient. The manufacturer representative was going to review the use of spacer and attempt to utilize it for success. It was later reported that the patient was advised to use the spacer and try the stickers but the patient had no luck. It was noted that it was not a problem with movement ¿off of ins.¿ it was noted that the patient had held it ¿perfectly still¿ and it would continue to lose connection. It was noted that the patient was being scheduled for troubleshooting/replacement. It was noted that the patient described that they had an internal scarring issue. It was noted that they would see if there was ¿plenty of scarring¿ around the ins and attempt to charge device outside of skin. It was noted that this would determine if the tissue was a problem. It was noted that the manufacturer representative had not seen it before. It was further noted that if the tissue looked to be a problem they would reimplant with a non-rechargeable ins. If the tissue was not the problem and the ins still lost connection with the recharger they would replace the device. It was noted that ¿either way they would return the device.¿ it was later reported that the cause of the event was to be determined (tbd). Next to the line which pertained to attributing an event to a particular device the model of the ins was written. It was noted that there was battery depletion and a charging issue. It was noted that the patient had excellent coupling but the battery would not charge. A question mark was written next to the question ¿had surgical invention occurred¿ but explant, revision and replacement were also all checked. In addition, it was noted that the device would be returned. It was noted that tbd was written in this section of the questionnaire pertaining to surgical intervention as well. The explant date was tbd. It was noted that they were awaiting insurance authorization. It was further noted that there was an x-ray and there was good lead placement. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that coupling issues was again reported. It was noted that the patient had since tried spacers and sticky patches and it did not help. It was noted that the patient had the same issue. It was noted that the patient was holding the recharger in place while recharging and it did not help. It was noted the patient had issues with scar tissue formation with a past surgery. A pocket revision was planned for (B)(6) 2014. It was noted that they may also change out the ins if it appeared to be an ins issue. Information omitted which pertained to an unrelated event. It was later reported that the ins was taken out of the body and it was able to keep a complete connection. This was described as all eight boxes blacked for more than an hour. It was noted that during this time they were adding another lead for coverage to their upper back. The doctor noted that the pocket had a seroma, the depth was 2 cm and the patient's tissue was 'thick and tough." It was noted that the doctor revised the pocket and made sure the ins was not deeper than 1 cm. The manufacturer representative would follow-up on the patient's future charging and efficiency. Additional information was requested but was not available at the date of this report.